Event description:
A report was received that a patient's ipg was not holding a charge. A review of the patient database revealed that the ipg is exhibiting premature battery depletion. The pt is expected to undergo a revision procedure to replace the ipg.